Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf impact code f2301 captures the reportable event of additional device required. Block h11: investigation summary: based on the available information, boston scientific concluded that the reported events of stent first flange failure to expand and stent positioning issue could not be confirmed. Without proper evaluation of the complete device, it is unknown if the reported events were due to the technique used during the procedure, anatomical conditions or related to device malfunction. However, stent positioning issue is noted within the instructions for use (IFU) as a possible adverse event associated with the use of the device. The investigation concluded that the additional observed damage of inner sheath kinked most likely occurred due to procedural factors such as excess of force or the manner as the device was handled and manipulated. Device history records review: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: an electrocautery-enhanced delivery system was received for analysis; the stent was not returned. Evaluation of the returned device (handle) identified a kink in the inner sheath and bending of the outer sheath. Functional assessment confirmed that the catheter moved freely through the luer, and the slider was able to return to its original position without resistance, indicating no functional issues with handle operation. Labeling review: a labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Additionally, stent positioning issue is noted within the IFU as a possible adverse event associated with the use of the device. Risk review: a risk review was completed and confirmed that the events of "stent first flange failure to expand, stent positioning issue and additional device required" were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transgastric to treat walled-off necrosis (won) during an endoscopic ultrasound (eus) performed on (B)(6) 2025. During the procedure, the internal flange did not open. When deploying the external flange, the stent was sucked into the cyst. In attempt to resolve the issue, the physician waited to see if the stent could expand, but it was unsuccessful. The procedure was completed by replacing and using another of the same device through the initial puncture site. It was reported that the original stent was removed using a rat tooth forceps. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transgastric to treat walled-off necrosis (won) during an endoscopic ultrasound (eus) performed on (B)(6) 2025. During the procedure, the internal flange did not open. When deploying the external flange, the stent was sucked into the cyst. In attempt to resolve the issue, the physician waited to see if the stent could expand, but it was unsuccessful. The procedure was completed by replacing and using another of the same device through the initial puncture site. It was reported that the original stent was removed using a rat tooth forceps. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b5: event description was updated. Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf impact code f2301 captures the reportable event of additional device required. Block h7 and h9: added type of remedial action and the correction/removal reporting # information. Block h11: boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf device code a1502 captures the reportable event of stent positioning issue. Block h7 and h9: added type of remedial action and the correction/removal reporting # information. Block h11: boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transgastric to treat walled-off necrosis (won) during an endoscopic ultrasound (eus) performed on (B)(6) 2025. During the procedure, the internal flange did not open. When deploying the external flange, the stent was sucked into the cyst. In attempt to resolve the issue, the physician waited to see if the stent could expand, but it was unsuccessful. The procedure was completed by replacing and using another of the same device through the initial puncture site. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf device code a1502 captures the reportable event of stent positioning issue.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transgastric to treat a walled-off necrosis (won) drainage during an endoscopic ultrasound (eus) performed on (B)(6) 2025. During the procedure, the internal flange did not open. When deploying the external flange, the stent was sucked into the cyst. In attempt to resolve the issue, the physician waited to see if the stent could expand, but it was unsuccessful. The procedure was completed by replacing and using another of the same device through the initial puncture site. There were no patient complications reported as a result of this event.